Event description:
False positive results for a urine hcg test using bayer clinitek hcg test strip, lot# b0109061, expiration date 2/03. Urine tested as positive twice using lot# v9198961. Urine tested negative in laboratory using a different method and also tested negative using a different lot number of bayer clinitek hcg test strips when performed in emergency dept. Bayer technical svs notified. Lot# b0109061 removed from svc in 2002.